Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 91, 176, and 153 mg/dl. Tests were done within 10 minutes. Patient is using expired control solution. Patient did not experience any adverse events. No further info has been reported.